Manufacturer narrative:
Updated fields: b4, d4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4. Occupation for initial reporter mentioned in the initial emdr is administrator/supervisor.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h10. Should read : initial reporter full name is (B)(6).

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Height: 5'9". Not returned to manufacturer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) started alarming for "iab disconnect", which was a false alarm. It happened 3 times in 30 minutes. The catheter was a sensation plus 50cc with the correct extension tubing and was not loose. It was also, reported that the iabp would be switched should the alarm occurred again, and take the iabp to the biomedical department. No patient harm, serious injury or adverse event was reported.